Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Customer changed pump supplies to address the issue. Customer's blood glucose level was 396 mg/dl.